Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had high blood glucose level of 400 mg/dl. Customer was treated with manual injection. Customer stated that something wrong with her meter because the readings were more than 700mg/dl. Customer had blood glucose level of 324 and 80 mg/d. Customer had nausea, abdominal pain and difficulty in breathing. It was unknown whether customer was using auto mode or not. The insulin pump will not be returned for analysis.